Manufacturer narrative:
(B)(4). The customer reported a button problem. There was no reported pt involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as a failure to power up. The issue was localized to a failure of the optical switch assembly. The optical switch assembly was replaced and the device passed all testing.

Event description:
The customer reported a button problem. There was no reported pt involvement.